Manufacturer narrative:
Device evaluation: the micropituitary was returned for evaluation. The superior shaft tip was cracked at the center of the jaw pivot pin, and the dynamic jaw was bent. The location and amount of force required to induce this type of fracture is consistent with excessive rotational force.

Manufacturer narrative:
(B)(4). Device was not returned to the manufacturer for evaluation. We are unable to determine the cause of the event. Device history records were reviewed. No documentation was found that would indicate a non-conformance to specifications.

Event description:
It was reported that there is a crack in the jaw of the instrument. Although this instrument was used during surgery, no patient com plications were reported.